Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged insulation on black and brown conductors the reported event of a driveline communication fault alarm was confirmed. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6), evaluated separately), collectively contained data spanning approximately 3 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). A driveline communication fault alarm was observed on (B)(6) 2023 at 00:09. Intermittent faults flags indicating that the controller was intermittently losing its signal with the comm-a line in the driveline were observed after the alarm¿s activation. The driveline communication fault alarm remained active, as the alarm latches per design, until the driveline was disconnected at 12:29 of the same day to conduct the reported controller exchange. The alarm did not affect the controller's ability to support the system. No other notable events were observed. The returned modular cable (lot number 7792799) was tested alongside the returned system controller and performed as intended with no alarm or fault conditions active. The cable¿s conductors were individually tested and the cable did not pass this test due to an increased resistance in one of its conductors. The cable was stripped and the green conductor, which is responsible for the cable¿s comm-a line, became fractured upon light manipulation at the base of the inline bend relief. Although atypical alarms were not reproduced during testing, damage to this conductor is consistent with the alarms and faults observed in the log files. The root cause of the reported event was determined to be damage to the modular cable¿s comm-a conductor consistent with the repetitive flexing of the cable over time. Review of the device history record for the modular cable, lot number 7792799, showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a driveline communication fault alarm while at home. The patient was instructed over the phone to perform a self-test to clear the alarm; the alarm was able to be silenced. The patient visited their clinic, and their modular cable and controller were exchanged which resolved the issue. Related controller MFR#: 2916596-2023-02132.